Manufacturer narrative:
The product remains implanted and therefore has not been returned to medtronic. (B)(4).

Event description:
Medtronic received information that following deployment of this transcatheter bioprosthetic valve, the valve dislodged out of the annulus. An attempt to retrieve the valve was unsuccessful, and it was deployed in the infrarenal position. The physician reported that the patient anatomy (the angle of the aortic root and the left cusp size) were the causal factors for the dislodgement. Another valve subsequently was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
Conclusion: with the limited information available, we are unable to conclusively determine the root cause for this dislodgement event. However, it was reported by the physician that the patient anatomy was the cause of the valve dislodgement. No allegations were made related to a device malfunction. Dislodgement complaints are typically the result of tension applied on the delivery catheter system (dcs) during positioning, calcification levels and compliance of the native anatomy, and a number of other factors, however, these events are typically not related to a device malfunction. Per the corevalve instructions for use (IFU), retrieval of the valve after partial deployment is not recommended.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.